Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was reported that the top of the battery cap was worn and the u-groove portion of the pump case was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 03/11/2015 with the following findings: the torque slot of the returned battery cap was observed to be worn/damaged. The u-groove portion of the pump case was found to be cracked; a test accessory clip was unable to properly secure to the pump. The reported issues were confirmed. Unrelated to the reported issues, the display screen visual was observed to be dim and discolored due to an unidentified display failure.